Manufacturer narrative:
B5: no additional information received from customer. D9: additional information. G1: correction. H2: additional information, device evaluation, correction. H3: additional information. H6: additional information. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure inside the shaft. The event can be detected/prevented by following the instructions for use which state: the reported risk/harm are listed in "chapter 17 preparation and inspection". Chapter 17 preparation and inspection warning before using this product, confirm that the product (including connectors and cables) has no damage, cracks, dents, or other defects. Do not use the product if any abnormalities are observed. Failure to comply may result in injury or electric shock to patients or medical personnel, or damage to the equipment. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic procedure, the powerseal 5mm had foreign material (long string-like object) coming out of the tip. The procedure was completed using the same device. There was no report of patient harm or user injury associated with this event.